Event description:
Us complainant reported the patient was on impella rp flex support and during support, there were placement signal issues. The doctors noticed the placement signal over 100 and intermittently jumping off the screen. No change observed during fluctuations. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The returned product was inspected and biomaterial was found in the inlet where optical sensor sits. The 5s parameters were within normal range. The failure mode was changed to 'placement signal issue' as investigation revealed that the issue affected the dp sensor. No product was returned for analysis. The data logs show an ingestion pattern that occurred outside a p-level change. There was a motor current spike with a speed deviation. At the same instant, there was a placement signal shift and a drop in purge flow with a rise in purge pressure. Pap was affected at the same instant suggesting biomaterial affecting the dp sensor. The placement signal rose briefly but resolved to normal values. The 5s parameters were stable during this time were stable. The root cause of the optical signal issue was determined to be biomaterial as evidenced by the ingestion pattern in the logs and biomaterial on returned product. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.